Event description:
It was reported that the patient underwent a surgical procedure to implant a new artificial urinary sphincter (aus) following explant of their previous device approximately 7 months earlier due to infection. The patient's infection was noted to be managed with antibiotics. There were no further patient symptoms or complications reported. The explanted components are not expected for return.